Event description:
During the atrial fibrillation procedure, air was leaking from the sheath. The sheath was exchanged, and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath and dilator were received for evaluation. An event of a gas leak was reported. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal due to non-axial insertion of the dilator, consistent with a hemostasis seal design issue. A separate tear was also noted at both sides of the insertion slit. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the slit tear remains unknown.